Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.: estimated weight of the patient as it was reported that the patient was approximately 90 kg. The customer reported the device was discarded. A difficult to insert sheath can occur due to a number of factors including, but not limited to, tight tissue tract, an obese patient, or heavily scarred patient tissue. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, all devices are visually inspected to assure that the hydrophilic coating covers the entire surface. A sampling of finished devices is also tested to verify the functionality of the device. Based on the information received and without the product to examine, a definitive cause for the reported experience could not be determined. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the calcified right common femoral artery after an interventional procedure. Reportedly, the physician had difficulty advancing the device in the artery and after the sutures were deployed, hemostasis was not achieved. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.